Event description:
A customer reported an issue with a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to load a new cartridge while at work but planned to use syringes as an alternative until returning home. Later, technical support assisted the customer in properly loading a new cartridge, allowing the resumption of insulin therapy, and the issue was resolved.